Event description:
It was reported that, patient presented with a dislocated knee. Intra-operatively the ts insert was removed and thicker inserts were trialed. While trialing the thicker inserts dr. (B)(6) was able to replicate the action that was causing the dislocation. When flexed the knee was tight medially and very loose laterally. This imbalance allowed the cam to jump the post regardless of the poly thickness. The femoral component appeared to be internally rotated. Dr. (B)(6) decided the rotation needed to be changed. The femur was removed and a size 7 femur was implanted with (2) 5mm distal augments, a 5mm posterior augment medially and a 10mm posterior augment laterally. A 12mm cemented stem was also used. Dr. (B)(6) felt the knee was more stable and also felt the patella tracked better. A 22mm ts insert was implanted.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR # 2249697-2012-00668.